Event description:
During a morning inspection, it was reported that the device logged an event code in the memory and failed the self-test. Physio-control evaluated the device and found that the device would not detect a therapy cable connection. The device was not able to deliver defibrillation therapy in the observed condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and was unable to determine further cause for the observed failure to detect a therapy cable connection.